Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The device associated with this report was not returned. A search of the complaint database and/or DHR review was not possible as the product and lot code required was not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update rec'd: the sales rep has reported the revision surgery. Patient was revised to address pain.

Event description:
Litigation alleges the patient suffers from pain, discomfort, difficulty ambulating and inflammation. Comment: due to litigation discussing the issues of metal-on-metal, we are currently reporting the metal liner and femoral head. Should we receive additional information, we will update accordingly. Although litigation alleges that patient has experienced corrosion and friction wear, causing metal ions to be released into patient's bloodstream, it is likely that they are referring to metal-on-metal wear rather than actual corrosion. At this time we are reporting the liner and head, but should we receive additional information, we will update if needed.

Manufacturer narrative:
The devices associated with this report were not returned. A complaint database search found additional complaints against the 2924877 lot code. Per wi-3430, revision c, a review of the device history records for this product is no longer required. A complaint database search finds no other reported incidents against the remaining product and lot combination. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Update rec¿d 3/21/2014 - pfs was received from legal, primary medical records were received from legal, and part/lot information was identified. The investigation is ongoing. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.